Event description:
It was reported that during introduction of a percutaneous transluminal angioplasty procedure, foreign material was identified. The target lesion was located in a shunt vein. Another manufacturer's guide wire encountered difficulty upon introduction through the 4.0xx/1.5 cm/140 cm flextome small peripheral cutting balloon. Foreign material was noted at the tip of the flextome balloon. The device did not enter the patient and the procedure was completed with another same device. No complications were reported and the patient's status is good.

Event description:
It was reported that during introduction of a percutaneous transluminal angioplasty procedure, foreign material was identified. The target lesion was located in a shunt vein. Another manufacturer's guide wire encountered difficulty upon introduction through the 4.0xx/1.5cm/140cm flextome small peripheral cutting balloon. Foreign material was noted at the tip of the flextome balloon. The device did not enter the patient and the procedure was completed with another same device. No complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination identified solidified contrast media within the balloon and inflation lumen which is evidence of use. No foreign matter was identified on or within the device or device packaging. Hypotube kinks were present 15cm and 66.4cm from the catheter strain relief. This damage is consistent with excessive force applied to the catheter during use/handling. The balloon was microscopically examined and no issues were noted with its profile. All blades were present and fully bonded to the balloon. The tip was microscopically examined and no issues were noted with its profile. A 0.015 inch product mandrel was advanced through the returned device with no resistance encountered. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event damage is consistent with excessive force applied to the catheter during use/handling (B)(4).